Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump completed medication delivery 1.5 hours sooner than previous infusions of equal volume/titration. The issue occurred during fabrazyme infusion. The infusion was started at 10 ml/hr with fabrazyme in 500 ml and titrated every 30 minutes. The total volume infused was 545 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, h6 (update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.